Event description:
Subsequent to previously filed report, additional information was received: it was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, it was noted the first proglide device had a separated guide during the attempt to implant. The guide was held together with the actuator wire. The nose cone broke upon removal of the proglide device. The preplaced sutures of the second proglide were found to not have caught the artery and came out of the anatomy. The sutures of two new proglide devices were successfully pre-placed before the aaa. The sheath was upsized to larger than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported breaks were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem. H6: medical device coding problem - 2616 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue is filed under separate medwatch report number. Na.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the preplaced sutures were found to not have caught the artery and came out of the anatomy. The sutures of two new proglide devices were successfully pre-placed before the aaa. The sheath was upsized to larger than 8f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.